Event description:
It was reported that a pump declared a cartridge change error. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to inspect various parts of the pump and perform cleaning steps, but was unable to successfully load a new cartridge. Technical support assisted further, but as issues persisted, the customer was referred to escalated troubleshooting.